Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: pale and weak. A pt reported they were not able to get a blood reading. Their meter allegedly would not display a complete display. The result on their meter was incomplete. The meter was not compared to any other equipment. Customer didn't test in any other meter. Treatment could have been wrong, basing units on insulin on an incomplete display. No further info has been reported.